Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find two other reports with the involved product code/lot# combination. The same user facility reported a similar events for another device with the same product code/lot number combination, see MDR 1118880-2017-00054, 1118880-2017-00055, 1118880-2017-00057. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage. The following information was provided by the user facility: customer states that the valve is leaking (moderate-severe) more than usual when there is nothing in the valve (wire, catheter, etc.). Used with .035 3mm j wire. Blood loss was reported to be less than 250cc. The procedure outcome was successful. It was reported that there was no patient issues.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the MFR report no. That was reported in follow up report.